Event description:
The pt's nurse noted the pt's central line was leaking and the right side of the neck was swollen. Pt's central line was placed by anesthesia in o.r. 2 days earlier. When pt was in o.r. For exploratory lap decompression of sb, and excision meckels diverticulum. Pt was receiving tpn through line. When checked, blood returned from proximal port only, not from distal port.